Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.